Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia and vomiting on (B)(6) 2018. The customer blood glucose level was unknown at the time of hospitalization and current blood glucose value was 365 mg/dl. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was declined to troubleshooting for high blood glucose. The customer was treated with manual injection. Customer also receive no deliver alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Advised customer to remove the infusion set and examine the cannula. Customer stated the cannula was bent. The device will not be returned for analysis.